Event description:
It was reported cs300 intra-aortic balloon pump (iabp) had a metal bar that came off of the unit.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA 584165. A supplemental report will be submitted when the evaluation is completed. Initial reporter full name: (B)(6).

Event description:
It was reported that during preventative maintenance (pm) cs300 intra-aortic balloon pump (iabp) had a metal bar that came off of the unit. There was no patient involved and no adverse event reported.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the IV pole bracket to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications and the iabp was then released and cleared for clinical service.